Event description:
It was reported that when patient presented in the clinic for a follow up visit, lead fracture and oversensing noise issue was observed on the ra lead. Lead isometric testing confirmed lead noise issue. The cause of the lead fracture and oversensing noise issue is unknown. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
A lead fracture was not confirmed through bench testing. An external insulation damage was found 15.4 -15.5 cm from the connector pin and this is consistent with noise and oversensing. The damage found was sustained during the surgical procedure. The lead was otherwise normal.